Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the proximal end in the housing. The pitch cable was broken at the backend pulleys. The clamping pulley did not exhibit signs of corrosion/contamination/residue that would ha contributed to the broken cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm tenaculum forceps instrument wire was broken at articulating joint. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no additional details were given when this instrument was returned other than already reported. It is unknown if the surgeon noticed any issues with the functionality of the instrument during the surgical procedure. No fragment falling inside the patient¿s anatomy was noted. On 02/06/2025, intuitive surgical, inc. (Isi) received mw5165354 stating: a robotic tenaculum forceps was returned to me with a tag stating, "wire broken at articulating joint". This was also noted to have been part of a field safety notice. No harm listed to pt. Delay in procedure only.